Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of a type iiia endoleak between the non-endologix stent and the iliac portion of the afx2 bifurcated device. The event is most likely user-related due to the following contributing factors: off-label iliacs (left common iliac artery aneurysmal at luminal diameter 30mm and vessel diameter 42mm), and non-concomitant use of a non-endologix stent with an afx2 device. Procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: g1-2, g3, g4, h6; h6 device code ¿ remove 3190. H6 result code ¿ remove 3233. H6 conclusion code ¿ remove 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx2 with duraply".

Event description:
The patient was initially implanted with a bifurcated stent graft, a proximal extension and two (2) non-endologix (gore) stents to treat an abdominal aortic aneurysm (aaa). Reportedly an interoperative type iiia endoleak between the bifurcated stent graft and the non-endologix (gore) stent was observed; however, the physician elected not to treat and completed the procedure. This case is outside the indications of use (off -label). Approximately one (1) month post implant, a computerized tomography (CT) image revealed that the type iiia endoleak was still present. The physician re-intervened by implanting another non-endologix (gore) stent graft and ballooning was performed. The endoleak was resolved.